Event description:
An impella 5.5 device was inserted surgically into the right axillary artery in a 44-year-old male patient presenting with cardiomyopathy in scai stage d shock on inotropes, vasopressors, and ventilator support prior to initiation of support. The impella 5.5 was inserted for escalation of therapy. While the patient was in the coronary care unit (ccu), the patient began to experience incisional pain. A computed tomography (CT) scan showed hematoma at the impella insertion/cutdown site. The hematoma was treated with surgical evacuation and subsequently resolved. The impella 5.5 was explanted, and the patient was doing well. The post-procedure outcome was survived at explant. Bleeding is a known risk due to the impella's anticoagulation and purge requirements. Bleeding is listed as a potential adverse event and is consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (catalog). Upon review, the section d catalog number has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the access site adverse event was not determined due to insufficient clinical details. The cause of the injury was not determined due to insufficient clinical details.